Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® iliac branch endoprostheses to treat a common iliac artery aneurysm on the left side. On (B)(6) 2015, follow-up computed tomography imaging identified a partially occluded (B)(4) internal iliac component. The patient was reported to have presented with a small diameter internal iliac artery with major calcification and the distal part of the device appears to have landed in front of a bifurcation of the hypogastric artery, resulting in a diminished blood flow rate. It is unknown whether the patient had a history of blood coagulation disorder prior to the implant and was reported to have received standard heparinization during the implant procedure. No thrombectomy has been performed and a reintervention is not planned. Reportedly, there is enough blood supply and the patient shows no clinical symptoms.